Event description:
Tech alleged that the hi/low was drifting down.

Manufacturer narrative:
Tech found the cause was something internal to the hi/low cylinder. He replaced the hi/low cylinder and this resolved the drift. There were no alleged injuries.